Event description:
Reporter alleged obtaining back to back blood glucose results of 230 mg/dl, 106 mg/dl and 100-199 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining back to back blood glucose results of 230 mg/dl, 106 mg/dl and 100-199 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.